Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this left ventricular (lv) lead exhibited high, out-of-range pace impedance measurements. It was noted that lv lead impedances were greater than 1,300 ohms at implant, and had been climbing steadily to greater than 2,000 ohms. Technical services (ts) discussed bringing the patient into clinic for follow-up and troubleshooting. No adverse patient effects were reported.